Event description:
Healthcare professional reported right side rupture via ultrasound. Device was explanted. Healthcare professional later reported capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device as per the investigation procedures creases and non penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.